Event description:
The manufacturer became aware of an allegation of simplygo mini device with alleged pca-burnt circuitry and that the device is not powering up. A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, they found out black residue in the tubing, rear cover and power connector are burnt. Sieves compacted, the air side is blackend and the o2 side cracked. The device faulty parts have been replaced. Reportable since device issue/event has or may have caused or contributed to a death.